Manufacturer narrative:
The valve was returned for evaluation. The position of the cam when valve was received was at setting 1. The valve was visually inspected, needle holes in the needle chamber were noted as well as a small cut/tear in the silicone housing around the siphon guard. The valve was tested for programming and passed the test. The valve was flushed; no occlusion was noted. The valve was leak tested and only leaked from the needle holes in the needle chamber. The valve was reflux tested; the valve passed the test. The siphon guard was tested and passed. The siphon guard was removed. The valve was then pressure tested; the valve passed the test. A review of manufacturing records was not possible, as not lot number information was provided. Based on the results of the investigation, the reported issue could not be confirmed. The device functioned as expected. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
(B)(4). The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that the certas inline valve with siphonguard was occluded after implant and was revised. The valve was implanted to the patient; however, date of implant and initial setting are unknown. There was suspected of occlusion. Revision surgery was performed with another certas ((B)(4)) via vp-shunt. Csf protein: unknown. No further information was provided by the hospital. The product will be returned to your site.